Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/9/2020.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe there is a deficient with the blake drain? What does the surgeon mean by 'casual relationship' between stratafix and drain? Additional information was requested and the following was obtained: is the drain piece still retained in the patient? - no. Was the drain piece surgically removed? -yes. If not already removed, are there any plans to remove the drain piece from the patient? - no information. Are there any patient consequences? - re-ope. If yes, what medical/surgical intervention was provided? How is the patient's current condition? - no problem.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the drain was implanted. After the procedure, the drain was broken inside of the body while trying to remove the drain. It is unknown where in the body the drain was caught. It was also reported that the patient underwent a re-operation and the drain piece was surgically removed. Currently there is no problem with patient's condition. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: 1) does the surgeon believe there is a deficient with the blake drain? ¿ no information. 2) why does the surgeon believe there was a causal relationship between event with drain and stratafix? - after using stratafix, he experienced this issue (breakage of drain). That is why he doubt this issue is related to closure by stratafix.